Event description:
It was reported that the catheter was recently replaced (yesterday or the day before). The catheter was reportedly ¿stapled in.¿ there was no other information provided. It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).